Event description:
Intra-operative impedances were reading 19 ohms for the 10-11 pair; c-10 was 510 ohms and c-11 was 521 ohms. They programmed around the 10-11 bipolar configuration. This resolved the issue. The implantable neurostimulator was turned on and the patient had a therapeutic effect.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-40, serial# (B)(6) 2010, implanted: (B)(6) 2010, product type extension; product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, product type lead; product ID: 37642, serial# (B)(4), product type programmer. If information is provided in the future, a supplemental report will be issued.